Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the electrolyte injection cup (eic) was overflowing on the instrument. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site. Fse troubleshot and replaced the eic cup valves and the power distribution board.